Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the shaft was cut towards the distal end of the device. It was also noted that the shaft was crushed and flattened. Functional analysis could not be completed due to the device being cut. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce dilatation balloon was used during a necrosectomy procedure performed in the pancreas on (B)(6) 2016. According to the complainant, during the procedure, the customer was unable to remove the inflation media from the balloon, and therefore the balloon could not be deflated. The device and endoscope were removed together from the patient, and the tip of the device was cut off in order for the device to be removed from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce dilatation balloon was used during a necrosectomy procedure performed in the pancreas on (B)(6) 2016. According to the complainant, during the procedure, the customer was unable to remove the inflation media from the balloon, and therefore the balloon could not be deflated. The device and endoscope were removed together from the patient, and the tip of the device was cut off in order for the device to be removed from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.